Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for a wound irrigation at the generator site. The patient was noted to have touched the site. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Event description:
It was later reported by the patient's sister that the patient was now on his 5th infection since his initial implant, and that the patient had developed a quarter sized lump above their generator. It was reported by the patient's sister that these infection always occur during the patient's vns titration phase. It was also reported by the sister that during one of these five revisions (latest revision reported in sup MDR #2) the tie downs were noted to have come loose and were not anchored in the patient tissue any longer. The patient reported that the surgeon had removed these tie downs. It is unknown if new tie downs were placed. Later it was reported that the patient was fully explanted of their lead and generator due to infection. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was later reported that the patient had an inflamed small bump and the lead/anchor was protruding slightly out of incision site. The physician indicated that patient had an infection and he was going to inspect the inside of the neck and positioning of lead. He opened the neck incision and repositioned the lead. He tied down the existing lead and irrigated/washed out the incision site. This is 2nd instance of revision surgery for the patient. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No other relevant information has been received to date.